Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced groin pain and a pseudoaneurysm was confirmed via ultrasound. Treatment consisted of a thrombin injection into the pseudoaneurysm, compression and a femostop. The event was resolved with no further complications and the patient was discharged.